Event description:
It was reported that the procedure was to treat a calcified lesion in the left main artery. Pre-dilatation was performed and the 3.0 x 23 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion. During removal, the mid shaft separated outside the patient. A new 3.0 x 23 mm xience v sds was advanced; however, did not cross to the lesion. The lesion was treated with dilatation only. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.